Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy, bumpy rash on his left side under his breast. The patient was given a wound care cream by a medical professional for his rash. After using the cream, the patient reported that the irritation is improving.